Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric bypass procedure, the blade broke. The broken blade was recovered from the patient¿s body, but discarded from the hospital so we cannot attach with the instrument body. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.